Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product nb019k - enduro femoral component cemented f3r. According to the complaint description, postoperative breakage of the component occurred. Originally, revision surgery had been planned due to presumed tibial loosening. During revision, fracture of the femoral box, accompanied by a disconnection of the femoral extension stem and simultanous loosening of the femoral component was found. The patient was treated with distal femoral replacement. The initial surgery had been likely performed in 2015. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: b5 - description updated. D9 - device return. D10 - involved components.

Event description:
Update: involved components: unknown enduro component (aesculap ag reference no. (B)(4). Unknown enduro component (aesculap ag reference no. (B)(4). Unknown enduro component (aesculap ag reference no. (B)(4). Unknown enduro component (aesculap ag reference no. (B)(4). Nb013k \ enduro tibial comp.offset cemented t3 (aesculap ag reference no. (B)(4). Nr892m \ enduro meniscal component f3 14mm (aesculap ag reference no. (B)(4). Nr495k \ offset stem d15x172mm cementless (aesculap ag reference no. (B)(4). Nr450k \ femur extens.stem 5°med.d20x177 cem.less (aesculap ag reference no. (B)(4).

Event description:
Involved components: unknown enduro component aesculap ag reference no. (B)(4). Unknown enduro component aesculap ag reference no. (B)(4). Unknown enduro component aesculap ag reference no. (B)(4). Unknown enduro component aesculap ag reference no. (B)(4). Nb013k \ enduro tibial comp.offset cemented t3 aesculap ag reference (B)(4). Nr892m \ enduro meniscal component f3 14mm aesculap ag reference (B)(4). Nr495k \ offset stem d15x172mm cementless aesculap ag reference (B)(4). Nr450k \ femur extens.stem 5°med.d20x177 cem.less aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: h6 codes updated. Investigation results: visual inspection: during the product investigation it could be determined that the box of the femur component is torn out on the lateral side at the interface to the femoral shaft. The fracture surface of the femur box exhibits no material defects/abnormalities like foreign particles inclusions or blow holes. Both, the medial side of the femur box as well as the medial side of the stem exhibits pressure marking showing a leverage of the stem. Medial side was under compression and lateral was under tension. The enduro hinge ring shows no damage/scratches. The gliding surface and the meniscal component show no serious deviations or damages. Bach history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/ preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material related failure. The following can be mentioned as an informational note: it is assumed that the patient had several bone defects which were compensated by using spacers and bone cement. Probably in the course of time the bone degraded more and more and/or the condylar bone support was no longer sufficiently given, respective cement has been loosened from the bone. Probably these circumstances led to the femur component not being supported enough (femur loosening). As a result of this the femur component was held primarily by the connection to the femur stem. The femur component box (at the interface) has therefore been excessively dynamically loaded which has finally resulted in a fatigue fracture. Based upon the investigation results, a CAPA is not required.